Manufacturer narrative:
Based on the current information provided, the root cause of the unspecified operative complication cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: mega suture cut instrument (on its last use) and the pk dissecting forceps instrument. A review of the site's complaint history has shown that no complaints were filed against the instruments. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient claimed that an unspecified injury was discovered and that she almost died. As a result, the patient indicated that additional unspecified medical intervention was rendered. At this time, the cause of the unspecified injury sustained by the patient is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after undergoing a da vinci-assisted surgical procedure on 26-aug-2020, the patient claimed that an unspecified injury was discovered and that she almost died. As a result, according to the patient, additional medical intervention rendered. The patient provided the site name where the da vinci-assisted surgical procedure was performed and the name of the surgeon. Isi made multiple follow-up attempts to contact the surgeon and the site's robotics coordinator to obtain additional information regarding the reported event. However, no further details have been received as of the date of this report.